Manufacturer narrative:
A4-a6: unk claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.0/2.5/009 (sphere/cylinder/axis) into the patient's left eye (os) on 09-feb-2023. On 08-aug-2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "both ticls are vertical; the first and second ticls are both vertical." The problem was resolved. The cause of the event was reported as unknown.